Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® needle had the bevel of the needle in an irregular position, facing down or to the side. The security device detached from the needle during collection. No permanent injury reported.